Manufacturer narrative:
Final analysis found that only partial lead was returned, measuring 32cm from the connector pin. The distal and proximal coils were fractured at the end of the lead returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead fractured due to subclavian crush. The lead dislodged and a portion of the lead migrated to the liver. The distal portion of the lead appeared to be dangling in the inferior vena cava, still attached to the heart. Lead impedance was noted to be around 100 ohms one year ago then 600 ohms three months ago. The lead was removed and replaced.